Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 2032227-2015-03584.

Event description:
The customer reported via telephone call that she had been off the insulin pump for 3 - 4 months due to issues with bends in the tubing of the infusion set and bent needles. The blood glucose reading was 550 mg/dl. The customer reported that she had two infusion sets that did not work and did reach out to a health care practitioner. On (B)(6) 2015, the customer had a high blood glucose of 300 mg/dl, removed the infusion set and treated with manual injection. The customer had another high two days later but did not recall the reading. The following day the customer had high blood glucose readings of 300, 550 and 375 mg/dl. The customer declined troubleshooting for high blood glucose and bent cannulas. The customer was advised that the infusion set would be replaced.